Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the sensor. Customer had blood glucose of 27 mg/dl. No troubleshooting was performed. Customer is not retuning the sensor for analysis.